Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no telemetry, a current drain of >200 ua and the device was in vvi mode instead of ddd. Tests performed in the field after explant found no output or telemetry.